Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on this right ventricular (rv) lead. Additionally, high out of range pace and shock impedance measurements were observed on this lead. This device delivered inappropriate anti-tachycardia pacing (atp) due to the noise present. A signal artifact monitor (sam) episode was also observed. The physician suspected a possible lead/device interface issue or setscrew issues. The patient was hospitalized and a chest x ray was performed. A revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.